Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The sample was not returned for evaluation. The investigation is inconclusive for the reported self-activation. Per the reported event details, a dry fire attempt was made with the device outside of the patient. The IFU (instructions for use) states, "never test the product by firing into the air. Damage may occur to the needle/cannula tip." While a definitive root cause could not be determined based upon the provided information, dry firing of the device may have contributed to the reported event. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during preparation of an ultrasound-guided liver biopsy into normal tissue, the device allegedly self-activated outside of the patient. It was further reported that another device was used to complete the procedure and no coaxial was used. There was no patient contact.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of an ultrasound-guided liver biopsy into normal tissue, the device allegedly self-activated outside of the patient. It was further reported that another device was used to complete the procedure and no coaxial was used. There was no patient contact.